Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to diplopia. The association between this event and the iol is not known. Additional information has been requested.

Event description:
Surgeon provided additional information stating the pt has keratoconus with a previous corneal transplant. This conditiion made the choice of intraocular lens (iol) power difficult. Following implantation of the iol the pt complained of blurry vision and diplopia secondary to the incorrect power of the lens. The exchanged went fine.